Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the downstream occlusion (dso) seal was peeling from the bezel, and the upstream occlusion (uso) seal was separating from the chassis. No issues were found in the event history log. Functional testing was performed. The dso seal and uso seal were replaced were replaced.

Event description:
Device evaluation revealed the downstream occlusion (dso) seal was peeling from the bezel, and the upstream occlusion (uso) seal was separating from the chassis. There was no patient involvement.